Manufacturer narrative:
(B)(4). Batch # t5e50k. Device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present and there were staples present indicating the device was not fired. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, the open weld seam on the shroud that was observed during the analysis did not affect the product experience since the complaints states that the backlight turned on when battery was installed. The event described could not be confirmed as the device performed without any difficulties noted. No conclusion could be reached as what may have caused the open weld seam of the device, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
The device blocked intraoperatively and did not trigger. No staple line was deployed, and the device did not cut. The problem seems to be the battery, the device had an illuminated display when it was started up, but the instrument could not be triggered. Only when a new stapler was used. No harm to the patient.